Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the battery was changed to the customer's insulin pump and the screen did not return. No further details were given. The customer's old pump had a blank display and she was currently using a new pump. The customer was assisted with confirming her pump settings. No products were shipped or returned.